Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect, and/or the port of the cryo ablation catheter being connected was compromised thus resulting in the reported loose/intermittent connection; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported loose/intermittent connection. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3 - date of event updated to 12/22/2023. B6 - relevant test/laboratory data updated - date of angiography updated to 12/22/2023. D9 - device return status changed from ni to not returning based on subsequent information received.

Event description:
It was reported that during the procedure, the copilot was attached to a cryo ablation catheter. Several times, the copilot loosened from the device was was not holding tight enough to retain pressure. A new device was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, it was confirmed that there were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that during the procedure, the copilot was attached to a cryo ablation catheter. Several times, the copilot loosened from the device and was not holding tight enough to retain pressure. A new device was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.